Event description:
Reporter stated readings on device were up near 400 mg/dl. Reporter indicated being in the lab for a routine appointment when device read 499 mg/dl and lab glucose tested 118 mg/dl performed 20-30 minutes later. No treatment was received after the test. Controls were used and level two was within range. However, level one valve was not provided. A request was made for the return of the suspect device and replacement product was sent.